Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-00561.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-00561. It was reported the patient's scs system was explanted and replaced with a competitor's system in (B)(6) 2018. The exact date and reason for the explant is unknown.